Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported they developed a gap in their front teeth and work needed for their canine. Patient provided photos that shows posterior open bite. Requesting bite video. Confirmed posterior open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.